Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump received replace battery alarm, no delivery alarm and motor error. The customer did receive a low battery alert prior to the replace battery alert. Customer stated the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning. Customer had reported that they have to pressed the ok button more than once. Customer stated the insulin pump had rejected new batteries. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
On (B)(6) 2022 customer alleged battery lasting less than expected, low battery alerts, drive/motor anomaly, keypad unresponsive, and random no delivery alarms. Insulin pump successfully downloaded traces and history file using thus. Insulin pump received with fully functional keypad. Keypad traces were inspected and no physical or moisture damage on the keypad traces was noted. Insulin pump passed rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, self test and displacement test. Insulin pump passed keypad voltage test. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No low battery alerts noted during testing or in the insulin pump trace download on event date. No "no delivery alarms" noted during testing or in the insulin pump history/trace files on the event date. No motor alarms noted in the insulin pump history or long trace files or during testing. The motor was tested outside of the device and passed. Force sensor was measured and is within spec (22.2 millivolt at zero offset). Insulin pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay. Low battery alarms and battery lasting less than expected not confirmed during testing or in the power management graph. Random no delivery alarms not confirmed during testing. Drive/motor anomaly not confirmed during testing. Keypad unresponsive not confirmed during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.